Event description:
It was reported that a saved strip on the mobile programmer application initially contained an attached electrograms (egm); however, after telemetry was lost due to increased distance from the patient and patient connector, the egm was no longer present on the saved strip when telemetry was re-established. The strip itself remained saved, but the egm data was missing. Full holter telemetry was also not available for review with the physician. The strip demonstrated recurring intermittent loss of capture. Troubleshooting steps were taken to include attempting to save the strip multiple times, with the same result observed each time. Selecting the associated comment within the portable document format (pdf) navigated to the strip, but the egm data remained absent. It was also reported that when attempting to send the pdf via data synchronization, the pdf was unable to be opened on the patient data management application. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that telemetry was lost was confirmed. Analysis of the service logs found the customer comment that the egm was no longer present on the saved strip when telemetry was re-established could not be confirmed but was deemed plausible. Analysis of the service logs found the customer comment that when attempting to send the pdf via data synchronization, the pdf was unable to be opened on the patient data management application could not be confirmed but was deemed plausible. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Application version: 4.5.2 host tablet os version: 26.1.